Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump alarmed for hardware low level failure and the motor arm cannot communicate with the main arm. Customer also reported that customer was hospitalized due to high blood glucose of 340mg/dl on (B)(6) 2018. Customer had symptoms like dizziness, stomach pain, low tension, general discomfort, weakness. Customer¿s current blood glucose was 123mg/dl and at time of incident was 429mg/dl. Customer was treated with insulin pump. Customer states that they had high blood glucose because of insulin pump error. Customer was wearing insulin pump at time of hospitalization. Customer received multiple pump error during self test. Insulin pump will be return for analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
The customer was hospitalized to (B)(6) 2018.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. Hardware low level failures alarm and the motor arm cannot communicate with the main arm alarm confirmed in insulin pump history with variable, problem isolated to the keypad assembly. Device had minor scratched display window, damaged display window cover, scratched case, missing serial number label, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer.